Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information was requested from the customer, but no response received.

Event description:
The customer reported that the ventilator alarmed with air flow sensor calibration data error and the unit was stating no o2 available with o2 connected. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found. Tech support advised customer to replace the flow sensor assembly. Provided parts ID.